Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina, restenosis, and myocardial infarction are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via trial that approximately 16 months post xience v stent implantation in the proximal right coronary artery (prca), the patient experienced escalating anginal symptoms and was taken to the cardiac catheter lab. In-stent restenosis of the prca was found and was treated with percutaneous coronary intervention. Additionally, the patient experienced a non st elevation myocardial infarction. The event was noted to be resolved and the patient was discharged on (B)(6) 2010. There was no additional information provided.